Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the skin irritation.

Event description:
The patient wore the pod on the leg for less than an hour. During use of two pods, the patient experienced skin irritation. Medical attention was sought on (B)(6) 2026, when the patient consulted a doctor and was prescribed bepanthen and betacorten ointment. The skin site appeared red, irritated, and slightly swollen upon pod removal. No irritation or drainage was noted during pod wear, and blood glucose levels were not impacted. The pod was worn at the time medical attention was sought and was removed by tearing off the pod. A new pod was successfully applied following the event. No follow-up was required. This report covers the secpmd pod.